Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30589061l number, and no internal action related to the complaint was found during the review. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(4).

Event description:
It was reported that a male patient underwent an idiopathic ventricular tachycardia (idvt) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring pericardiocentesis. During an idiopathic vt case, a pericardial effusion was noticed. After "isoprel" was administered to the patient (caller reported the amount of isoprel to be unknown) there was a drop in blood pressure and "vitals" on the patient. The pericardial effusion was confirmed on ultrasound - ice. Medical intervention provided was a pericardiocentesis, and about 400 ml of fluid was removed. The procedure was canceled. The patient was reported to be in stable condition, and the patient was transferred to the ICU for monitoring. It was also reported that the cable connecting from the smartablate remote to the generator is physically damaged. The caller reported that the connector was not properly seating into the port on the generator, and it was noticed that one of the pins broke off inside the cable connector. The procedure continued using the smartablate generator instead of the remote. The caller is requesting a replacement smartablate generator to remote cable. This adverse event was discovered during use of biosense webster products. The physician¿s opinion on the cause of this adverse event: while manipulating the ablation catheter he may have caused the adverse event, bwi product malfunction, procedure pvc & patient condition ¿ stable. Patient outcome of the adverse event: improved ¿ patient was stable and moved to the floor. Transseptal puncture was not performed. Prior to noting the CT ablation was performed. Ablation had occurred before maneuvering and the effusion happening. No evidence of steam pop. The event occurred: ablation/mapping phase. Irrigated catheter was used in the event and the flow setting: 2. The correct catheter settings were selected on the generator. No error messages observed on biosense webster equipment during the procedure. Force visualization features used: graph, dashboard, vector & visitag, with the visitag module parameters for stability: 2 mm per 3 seconds. 25% per 3g of force and no additional filter used with the visitag. It is life threatening; it might result in permanent impairment of a body function or permanent damage to a body structure; or it required medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure.